Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year old female patient who had essure inserted. The patient's medical history included anemia, asthma and seasonal allergy. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, asthma and seasonal allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and tooth fracture ("tooth broke off in half"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abnormal uterine bleeding and tooth fracture outcome was unknown. The reporter considered abnormal uterine bleeding, pelvic pain and tooth fracture to be related to essure. Concerning the injuries reported in this case the following were reported via social media- tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter and new event tooth broke off in half added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, asthma and seasonal allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received : previously reported event "medical device removal" updated to "pain", event "abnormal uterine bleeding" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 34-year-old female patient who had essure inserted. The patient's medical history included anemia, asthma and seasonal allergy. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.